Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: the pins were bent and there was corrosion on the pins. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device evaluation: g3, h2, h6 (type of investigation), and h10.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There are no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had no image shown with the 190 and 185 endoscopes. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was observed that the socket pins were bent and the pins were corroded. A new socket was installed on site to resolve the issue. Olympus will continue to monitor field performance for this device.